Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced infection and a skin overgrowth at the abutment site and was administered oral and topical antibiotics (date not reported); however, this did not resolve the issue. Subsequently, the patient underwent revision surgery on (B)(6) 2018, under general anesthetic, where skin was cut to remove the abutment.